Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 40.5-43.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 17.5-20.5cm. Internal insulation abrasion was noted at 31.9-32.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.